Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 2.9, pt bleeding and sent to the hosp where the inr result was 100. A second pt was tested using the inratio meter, pt reported as 29.3. Pt sent to the lab and the pt was reported as "very high". A replacement meter shall be sent to the customer. Further evaluation required.